Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and the battery cap couldn't be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the pump's black box showed no evidence of a "no power" event. One pump reboot event associated with the clearing of a replace battery alarm observed in the black box on 07/03/2016. The battery cap was able to fully tighten however the slot on top of the cap was worn making it difficult. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The display screen was dim and discolored.